Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of over-sensed noise which resulted in inappropriate automatic mode switch (ams). No intervention was reported. The patient condition was unknown.